Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an anterior resection, cdh29a was fired but it leaked. Anterior side of the anastomosis's staple line was found intact whereas the posterior side of the same missed staple line although cutting washer had the audible and tactile feedback and donuts formed were intact. The procedure was delayed by 150-minutes. Laparoscopic hand-suturing was done. The procedure was completed successfully. There was no patient consequences reported apart from procedure delayed. And also no changes were reported in post-operative care as well.